Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6). Patient country: serbia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in serbia. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) event caused by ten infusion sets bent cannula on (B)(6) 2025. Blood glucose level was over 30 mmol/l at the time of the event and patient got treated with infusion. The duration of hospitalization was for 24 hours. No further information available.